Event description:
It was reported that customer experienced cgm error with g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue continued.